Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "internal comm failure - 1471" error message". Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and the main li-ion battery was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.